Event description:
It was reported that the patient experienced diaphragmatic stimulation in all pacing configurations due to the patient's anatomy. The lead was removed and replaced with a new lead in a different vein. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors were distorted, all conductors had blood/body fluid (not obstructed), the distal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, and there was apparent explant damage.